Event description:
A us distributor returned a monitor and reported the monitor was unable to power on.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (won't power up) has been confirmed. Upon investigation the monitor was unable to power on. The cause for the failure was isolated to contamination on the j502 and table board causing a shorted u604 component on the computer/analog pca. The root cause for the contamination was ingress of an unknown contaminant. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. No adverse event resulted from the damaged monitor.